Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged battery door. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported issue. It was determined that the most probable cause is a faulty air detector. The air detector was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the air detector failed. It happened during testing, there was no patient involvement.